Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter facility: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was making loud noise, and they want to verify it was ok. Patient fevering and has been seizing, but not currently. Patient temperature (pt) was 37.1c, targeted temperature (tt) was 37c, water temperature (wt) was 36.5c, water flow rate (wfr) was 2.3 l/m 4 pads connected. Nurse denies any alerts/alarms. Stated device had just been making this really loud static noise. System diagnostics, outlet monitor temperature (t1) was 36.5c, outlet control temperature (t2) was 36.5c, inlet temperature (t3) was 36.3c, chiller temperature (t4) was 26.7c, water flow rate (wfr) was 2.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 55 percentage, mixing pump command (mpc) 0, heater command (hc) was 12, water reservoir level (wrl) was 5, system hours were 3400.4, pump hours were 3197.5. Had nurse send video of sound for this record and shared with ttm remote support. Functionally device appears to be working appropriately. Ttm remote support recommends sending to biomed for evaluation. Device just serviced and shipped back to customer on 2/11.called nurse back and advised to swap out to alternate device. Send this one to biomed for evaluation and have them call regarding sending in for investigation. Sn # (B)(6). It was unknown what medical intervention was reported.

Event description:
It was reported that the arctic sun device was making loud noise, and they want to verify it was ok. Patient fevering and has been seizing, but not currently. Patient temperature (pt) was 37.1c, targeted temperature (tt) was 37c, water temperature (wt) was 36.5c, water flow rate (wfr) was 2.3 l/m 4 pads connected. Nurse denies any alerts/alarms. Stated device had just been making this really loud static noise. System diagnostics, outlet monitor temperature (t1) was 36.5c, outlet control temperature (t2) was 36.5c, inlet temperature (t3) was 36.3c, chiller temperature (t4) was 26.7c, water flow rate (wfr) was 2.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 55 percentage, mixing pump command (mpc) 0, heater command (hc) was 12, water reservoir level (wrl) was 5, system hours were 3400.4, pump hours were 3197.5. Had nurse send video of sound for this record and shared with ttm remote support. Functionally device appears to be working appropriately. Ttm remote support recommends sending to biomed for evaluation. Device just serviced and shipped back to customer on 2/11.called nurse back and advised to swap out to alternate device. Send this one to biomed for evaluation and have them call regarding sending in for investigation. Sn # (B)(6). It was unknown what medical intervention was reported. Per follow up information received via task on 08may2025, spoke with charge nurse, who noted the patient had been administered propofol for sedation while on the device. They ended up swapping the noisy device out to a new one and sent the original device. Per review of (B)(4), customer sent a video to the medical information with a noise emanating from the device that seems to indicate a pump bearing failure. The device was on the patient, so no further technical testing could be performed. The device was just service at the depot last month

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause for the reported event could not be determined. Patient temperature (pt) was 37.1c, targeted temperature (tt) was 37c, water temperature (wt) was 36.5c, water flow rate (wfr) was 2.3 l/m 4 pads connected. Nurse denies any alerts/alarms. Stated device had just been making this really loud static noise. System diagnostics, outlet monitor temperature (t1) was 36.5c, outlet control temperature (t2) was 36.5c, inlet temperature (t3) was 36.3c, chiller temperature (t4) was 26.7c, water flow rate (wfr) was 2.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 55 percentage, mixing pump command (mpc) 0, heater command (hc) was 12, water reservoir level (wrl) was 5, system hours were 3400.4, pump hours were 3197.5. Had nurse send video of sound for this record and shared with ttm remote support. Functionally device appears to be working appropriately. Ttm remote support recommends sending to biomed for evaluation. Device just serviced and shipped back to customer on 2/11.called nurse back and advised to swap out to alternate device. Send this one to biomed for evaluation and have them call regarding sending in for investigation. Sn # (B)(6). It was unknown what medical intervention was reported. Per follow up information received via task on 08may2025, spoke with charge nurse, who noted the patient had been administered propofol for sedation while on the device. They ended up swapping the noisy device out to a new one and sent the original device. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Initial reporter facility: (B)(6). Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.